Event description:
Reporter stated the "tick" button on the infusion device is defective. The button has to be pressed very hard and multiple times to respond. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. The menu and check buttons do not respond. There are particles inside the housing of the buttons, and the particles isolate the area of contact inside the button housing.